Event description:
International affiliate reported that pt was seen approximately six weeks following orthopedic procedure for stitch abscess, described as pimples surrounding surgical site. Suture was used for subcutaneous site closure. Pt was admitted to the hosp for removal of suture.